Event description:
According to the reporter, after insertion of the catheter, the resident doctor suggested that they found that there was less flow rate in the arterial line of the catheter. The catheter was not repaired, there was no leak, the cleaning agent used on the device was normal saline, tego was not utilized, there was no luer adapter issue, and the insertion site was treated prior to product placement. Flushing was done with normal saline. Nothing unusual was observed on the device prior to use. There were no other products being utilized with the device. There were no other products being utilized with the device. The catheter was replaced to resolve the issue. The replacement was performed on the same day of implantation of the catheter. No blood loss, and blood transfusion was not required. Heparin was the anticoagulant that was used. No medical intervention was required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, d6a, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after insertion of the catheter, the resident doctor suggested that they found that there was less flow rate in the arterial line of the catheter. The catheter was not repaired, there was no leak, the cleaning agent used on the device was normal saline, tego was not utilized, there was no luer adapter issue, and the insertion site was treated prior to product placement. There was no reported patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was an insufficient flow issue. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.